Event description:
Country of complaint: (B)(6). Castration of cat suturing of the musculature was carried out. It included four sutures, called "sultan dialog sutures", with at least, four knots each. On the next day at the check up, we found a perforation at the big mesh suturing. After a new opening of the skin, it was discovered that there was no knot in the correct position anymore. The wood frames of the muscle layers were not frayed. Due to this fact, a pulled out/root out of the sutures can be excluded. The reel has opened up since (B)(6) 2014 and has been stored as described in its manual.

Manufacturer narrative:
MFR site evaluation: samples received: open cassette. There are no previous complaints of this code/batch. There are no units in OEM stock. Tested the knot pull tensile strength of the sample received and the results fulfil the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during this process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: na. Corrective action: na.